Manufacturer narrative:
Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available. Zimmer reference: (B)(4).

Event description:
A study to assess treatment of crowe type IV hip dysplasia with total hip arthroplasty on one hundred twenty-seven hips of 91 patients diagnosed with this type of dysplasia reported a femoral revision performed in 1 patient due to aseptic loosening. Attempts have been made and no further information has been provided yet.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study reports on one femoral revision due to aseptic loosening. Review of received data: journal article: total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study complications (page 106): acetabular revisions were performed in 3 patients and femoral revision was performed in 1 patient due to aseptic loosening. No medical data is available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. DHR review: review of the device history records could not be performed due to missing reference and lot numbers. No complaint history conducted as product and lot numbers are unknown. Conclusion: the journal article total hip arthroplasty with the wagner cone femoral stem in patients with crowe IV developmental dysplasia of the hip: a retrospective study reports on one femoral revision due to aseptic loosening. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. No corrective or preventive actions required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).